Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed headache after implantation, the hakim valve could not be re-programmed and; therefore, was revised. The valve was implanted to the patient via vp shunt with setting 120mmh2o. The patient presented post operatively with a headache, so the surgeon tried to change the pressure setting. However, the pressure setting could not be changed, therefore, revision surgery was performed. The surgeon commented that a white material was stuck in the cam, and probably it caused this programming issue. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI : (B)(4). Upon evaluation of the device it was found that the product information initially provided was incorrect. This report has been updated with the corrected information. The device was returned for evaluation. The valve was visually inspected; biological debris was noted on the cam mechanism and needle holes in the needle chamber. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was tested for programming and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the spring. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was confirmed. -the root cause for the programming problem was due to the biological debris found on the cam mechanism, and on the base plate. Trends will monitored for this and similar complaints. At present, we consider this complaint to be closed.